Event description:
Unit alarmed for leak in iabp circuit. Spattered drops of blood were noted in the tubing. Then a greater amount of blood was backing into tubing. Iabp turned off and removed from pt. Pt developed profound hypotension progressing to cardiac arrest. Resuscitation successful. Catheter and tubing removed and preserved for inspection. See scanned page.